Event description:
A 43 year old male with cardiomyopathy and a pre support clinical state consistent with scai shock stage c remains on impella 5.5 support (sn (B)(6)), implanted on (B)(6) 2025 via right axillary/subclavian surgical arterial access. The patient is currently being evaluated for bivad versus transplant candidacy. The reported controller error was transient, self resolving, and did not affect pump performance, flow, or hemodynamic stability. There is no evidence at this time that the impella 5.5 contributed to the patient¿s hemoptysis, which is more likely related to pneumonia and recent adjustments to anticoagulation therapy. The device remains in place and functioning as intended while the patient continues evaluation for advanced heart failure therapies.

Manufacturer narrative:
Ppae (hemoptysis): the cause of the injury was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
Updated information: d1 brand name updated. D4 catalog number, serial number, and UDI number updated.